Manufacturer narrative:
Details of complaint: the customer reported that the svt is not alarming or being recognized in full disclosure (fd) data for one patient. According to the customer, the alarm is displayed in yellow instead of green. The clinical specialist spoke with the customer and found that all settings appeared to be correct. Technical support (ts) reached out to the customer and advised her to reboot the unit to start off; however, the customer wanted to wait till biomed ID on-site. There was no patient injury reported. Investigation summary: the customer could not be reached after multiple follow up attempts. The root cause cannot be determined. D10 06/11/2024 a phone call was made in an attempt to gather device information, a voice mail was left for peggy to call me back with the device information. Attempt # 2: 06/14/2024 a phone call was made in an attempt to gather device information, a voice mail was left for peggy to call me back with the device information. Attempt # 3 06/25/2022 a phone call was made in an attempt to gather device information, a voice mail was left for peggy to call me back with the device information. **UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a

Event description:
The customer reported that the svt is not alarming or being recognized in full disclosure (fd) data for one patient. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the svt is not alarming or being recognized in full disclosure (fd) data for one patient. According to the customer, the alarm is displayed in yellow instead of green. The clinical specialist spoke with the customer and found that all settings appeared to be correct. Technical support (ts) reached out to the customer and advised her to reboot the unit to start off; however, the customer wanted to wait till biomed ID on-site. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the svt is not alarming or being recognized in full disclosure (fd) data for one patient. There was no patient injury reported.